Manufacturer narrative:
(B)(4).

Event description:
In a follow up a nurse reported the patient to have flickering and shimmering in her vision. The iol was exchanged for another model for that reason.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lot met release criteria. The customer indicated the use of a qualified cartridge. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/injector combination used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. The iol was exchanged for another model. The replacement lens model and diopter are unknown. (B)(4).

Event description:
In a follow up, a nurse also indicated that an unapproved handpiece, cartridge and viscoelastic combination was used during initial iol insertion.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device was not returned for analysis. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a facility representative reported patient to have an unexpected outcome. The iol was exchanged for another model.